Event description:
It was reported that pump would not pass the plunger pressure test. There was no patient involvement.

Manufacturer narrative:
One device was returned for investigation of complaint that pump would not pass the plunger pressure test. Review of 12-month service history found no repair history. Complaint was confirmed by checking the alarm history. Travel coarse error was found in the alarm history. The device was repaired by replacing the left and right plunger case, worm gear, worm coupling and motor. The main cause of customers¿ complaints was the worn-out clutch parts. After installing and replacing the parts, the pump passed all the testing and is fully operational.